Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive on (B)(6) 2025 for 10-100 colony forming units (cfus) of pseudomonas aeruginosa. The device was tested again on (B)(6) 2025, and tested positive for 10-100 cfus of pseudomonas aeruginosa and greater than 15 cfus of escherichia coli. The device was tested again on (B)(6) 2026, and tested positive for 10-100 cfus of pseudomonas aeruginosa and greater than 10 cfus of citrobacter farmeri. The device was tested again on (B)(6) 2026, and tested positive for 10-100 cfus of pseudomonas aeruginosa and greater than 10 cfus of enterobacter cloacae complex. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.